Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle and basket formation in the open positions. The collet knob is tight. The male luer lock adapter (mlla) is loose. A functional test actuated the basket formation. A visual examination noted that one wire from the basket formation had pulled out of the distal cannula. A review of the device history record found there were no non-conformances related to the reported failure. A review of complaint history records revealed no other complaint has been reported for lot number 8512281. As found in the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have a basket that had 1 wire that had pulled free from the basket cannula. The observed damage likely occurred during handling / use of the device. Since no information related to product handling is available, the definitive cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Concomitant medical products: apl stone breaker, wolf cystoscope, and 24 fr. Outer sheath. Occupation: non-healthcare professional. PMA/510k #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a cystoscopic lithotripsy procedure, while attempting to remove an approximately 4 mm stone, the user found the basket wire of the ncircle tipless stone extractor detached from the device body. The user immediately retracted the device from the cystoscope. The procedure was completed with another same device type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction.